Manufacturer narrative:
(B)(4). The complainant indicated that the device is retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a cystocele repair with grafts and vault suspension procedure performed on (B)(6), 2017. According to the complainant, during the procedure, the needle detached from the suture and got stuck in the capio cage. The procedure was completed with another capio¿ slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.